Manufacturer narrative:
Studies have reported channels of communication between the pleural and peritoneal cavities.1 leveen et al. Reported cases of development of hydrothorax in patients with ascites. They demonstrated small defects in diaphragm covered by pleuroperitoneum, which ruptured with increased abdominal pressure. The majority of these cases had right-sided hydrothorax. Similarly, strauss and boyer reported cases of hepatic hydrothorax involving similar mechanism. There are rare reports of pulmonary edema and pleural effusion from clinical experience with adept. Doumplis et al. Reported two cases of symptomatic pleural effusion after a laparoscopic and a laparotomy surgery when icodextrin was used. The occurrence is not specifically related to the intrinsic properties of adept, but to the use of liquids in general. Although this complication is rare, it has been reported in the literature (kanno et al, 2001). In this specific patient in the presented series of three developed hydrothorax after to the infusion of adept. The possible factors contributing to the development of hydrothorax in these patients could be the prolonged duration of procedure, amount of fluid in the peritoneal cavity, trendlenburg position and increased intra-abdominal pressure. Adept may have contributed along with the above described factors to the occurrence of the pleural effusion. Further clinical investigation is not required. The occurrence is appropriately addressed in the instructions for use: 'oedema (liquid effusion) is a recognized event associated with the use of fluids for irrigation and instillation in laparoscopic surgery.' For the EU this event all the criterias for an "expected and foreseeable side effects". This will be kept on file for trending purposes.

Event description:
From literature: s. Bjornsson, p. Hannah, r. Ronghe. Pleural effusion following use of saline and fluid anti-adhesion agents at laparoscopic surgery ' a case series of three patients. Bjog 2009;116:1524-1526. A woman with a long standing history of endometriosis. She had a bmi of 23.8. She had undergone laparoscopic laser treatment of endometriosis twice in the past 5 years. Both these times, the procedures had lasted for 20 to 40 minutes respectively. Unfortunately, there is no record of amount of fluid used for irrigation or the amount of adept left in the peritoneal cavity at the end of these procedures. The patient was intubated, paralyzed, and ventilated for the operation. She was found to have widespread endometriosis, which was treated with laser. Normal saline was used for suction irrigation (balance not recorded) and 1.5 l of adept was left in the peritoneal cavity at the end of the procedure. The procedure lasted for 30 minutes. The oxygen saturations were unchanged throughout the procedure, and she was well in the immediate postoperative period. Her spo2 dropped to 95% on the evening of the operation. By 6 a.m., the following morning, the spo2 dropped to 93% on air and she was started on 2 l of oxygen. She started complaining of discomfort while breathing and right-sided shoulder-tip pain. A chest x-ray reported, "right-sided pleural effusion extending into right mid zone along oblique fissure with right basal lung collapse". The patient was transferred to respiratory ward. Repeat chest x-ray in 48 hours showed that the effusion had resolved spontaneously. The patient was followed up in gynecology clinic in 3 months and was well.